Event description:
Complainant alleged that while analyzing the heart rhythm of pt the device did not advise shock for what the clinician belived was a shockable heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that the event data stored in the device was subsequently erased and is therefore unavailable. Complainant also indicated that the electrode pads used in the event were discarded.